Event description:
One pt sample with discrepant sodium results. Same sample used for repeat testing on same analyzer. Initial result gave 134 mmol/l; repeat gave 146 mmol/l. Erroneous result was reported. Pt not adversely affected. The user performed maintenance and troubleshooting activities which resolved the issue.